Manufacturer narrative:
Patient codes (B)(4) were added. Eval code-conclusion was also added.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the device was explanted on (B)(6) 2016 due to erosion and drainage at the implantable neurostimulator (ins) site. The hcp also stated that they were unsure of the cause, as the only knowledge they have was that there was a possible infection due to visible hardware and yellowish discharge from the area. It was confirmed that a new ins was implanted on (B)(6) 2016, the patient was given intravenous antibiotics for surgical wound infection prophylaxis, and the issue was resolved. Cultures were taken during the procedure, but the results were not provided.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :64002, lot# n236250, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted:(B)(6) 2016, product type: extension. Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: extension.

Event description:
A manufacturer representative (rep) reported that the patient's extensions, pocket adaptor, and generator were removed due to infection on (B)(6) 2016. Additional information received from the rep on dec-12 reported that they did not stay for the duration of the surgery and were told by the healthcare provider (hcp) that they were just removing the implantable pulse generator (ipg) and pocket adaptor. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.